Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported that insulin pump was beeping. Customer's blood glucose was 11 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. Customer also reported to have had low blood glucose of 37 mg/dl due to receiving too much insulin, and insulin pump did not give a low alert. Customer treated blood glucose with food and glucose tablets. After troubleshooting, customer was advised that insulin pump would need to be replaced.